Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis with the stylet stuck inside the lead. Visual inspection of the lead revealed that the connector pin and connector cap were pulled out of the connector assembly, which is consistent with procedural damage. The polytetrafluoroethylene (ptfe) coating of the stylet and inner coil was revealed to be bunched up and clogged distally to the connector pin. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.

Event description:
During an implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The stylet was forcefully pulled from the lv lead, resulting in lv lead damage. The lead was replaced successfully. The patient was stable.